Event description:
Same case as MDR ID# 2134265-2012-06095. It was reported that during prep for a rotational atherectomy procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous, calcified mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr over a 330mm rotawire floppy guide wire. During the rotational test at approximately 220,000 rpm, the burr made an abnormal noise and the guide wire fractured. The physician tried to load the burr onto a new guide wire but severe resistance was met. The procedure was completed using a new burr and guide wire. No patient complications were reported and the patient status is good.

Manufacturer narrative:
An initial examination was performed no issues were noted with the unit's handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the burr was flared/misshapen. There were no scratches that exposed brass on the plated back half of the burr. The rotablator plus unit was wet tested, no abnormal noise or issues were noted with the wet testing of the returned plus device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The direction for use (dfu) recommends using a 1.50mm device at a speed of 160,000 rpm to 180,000rpm. The event description states the device was tested at 220,000rpm. This may have contributed to the guidewire fracture issue; therefore, the most probable root cause is user error. (B)(4).